Event description:
The customer stated that his readings were erratic. He would receive a blood lgucose reading of 60 mg/dl and within 5 minutes, a reading of 400mg/dl. The difference between these readings falls in the "d" zone of the parkes error grid, amking the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation. And replacement strips will be sent.